Event description:
It was reported that the left ventricular (lv) lead and an additional lead dislodged. Follow-up with the clinical site could not determine whether the additional lead that dislodged was the right atrial (ra) lead or the right ventricular (rv) lead. Both dislodged leads were repositioned and remain in use. It was noted that the patient is part of the system (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.